Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/14/2025, the user reported that the connector would not attach to the ilet device during a supply change. The user obtained another connector which attached successfully, and insulin delivery resumed. Blood glucose was unaffected.